Event description:
It was reported on (B)(6)2026 that the patient¿s infusion set patch was not stick to skin upon insertion.

Manufacturer narrative:
E1: name (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.